Manufacturer narrative:
The suspect device was evaluated and the reported problem confirmed. No output was found on sdi 1 due to a faulty qb board.

Event description:
It was reported to olympus that the device did not produce an image. The device was a demonstration monitor and no patient involvement, associated with the problem, was reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was deterioration of the qb board due to the age of the device.